Event description:
Information was received from a patient. It was reported that a ¿no device found¿ error message was displayed when charging their im plantable neurostimulator (ins). The patient stated that they would have to readjust and reset their controller often when charging and that it was taking three to four hours to charge their ins. It was also reported that the patient¿s lithium ion battery pack was charging intermittently. The patient stated that their controller battery wasn¿t progressing, as it was plugged in all night but didn¿t progress. However, the patient was able to fully recharge their controller later and verified during the call that the green light was flashing when the ac power supply was plugged in. It was noted that the patient denied any damage on their equipment. The patient also reported that their recharger relay box was getting hot. During the call, the patient verified that their controller would power on when plugged into the ac power supply without the battery pack in the controller. It was noted that the issue was not resolved through troubleshooting. The repair department was contacted and a replacement recharger and ac power supply were requested. No patient symptoms were reported. Indication for use is non-malignant pain. 2020-nov-25: additional information was received from the patient. It was reported that the patient got their equipment however the recharger was again getting hot on the circular portion as well as the cord.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed device was scrapped after failing recharger telemetry module (rtm) testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.